Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation pipe was broken at the junction with the basket wire. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. As the checking of the manufacturing record of same lot, nothing abnormal was detected. Therefore, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.).

Event description:
(First event): the doctor performed a lithotripsy using bml-v232qr-30, and a wire at a wire joint with a pipe snapped. Since a calculus was released from a basket wire, it did not lead to incarceration. (Second event): the doctor again performed a lithotripsy using another bml-v232qr-30, and succeeded in it. However, coil sheath was kinked at approximately 50 mm from the tip of the sheath, and the subject device was not able to be withdrawn from an endoscope. The doctor attempted to withdraw the subject device from a bile duct by pushing and pulling the endoscope back and forth at a papilla, without success. Then, the doctor found out that the papilla was torn. (Third event): after confirming that the papilla was damaged, the doctor removed a bml handle ((B)(4)) and was able to remove bml-v232qr-30 through the instrument channel outlet of the endoscope. Then, the doctor withdrew the endoscope from the patient's body. In an effort to treat the damage of the papilla, the doctor performed an open surgery. This report describes the "first event". Please cross-reference the following report; 8010047-2016- 00321, 00322.